Manufacturer narrative:
Voluntary medwatch MDR report #: mw5148960.

Event description:
Voluntary medwatch form received notes that a patient presented with an unknown product performance issue on their low voltage lead. The physician elected to explanted the lead. No additional adverse patient effects were reported.